Event description:
It was reported that the bd syringe luer-lok¿ tip was found without scale markings before use. The following information was provided by the initial reporter: "20ml syringes came in packaging without markings."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 302830 and lot number 0118546. The review revealed that there was documentation of this type of defect during the production run of this provided batch number. The issues were resolved, and all defective product should have been rejected; however, it is possible that some defective product went undetected and therefore, resulted in this incident. To aid in this investigation, one photo was received for evaluation by our quality team. The photo shows two syringes with no scale marking and a packaging blister top web. It could be possible for this defect to occur during the syringe assembly printing process. It may have been that the machine ran low on ink, the barrels did not get the scale printed and then was not detected in the next processes. Based on the investigation carried out with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip was found without scale markings before use. The following information was provided by the initial reporter: "20ml syringes came in packaging without markings."